Event description:
It was reported to medtronic minimed that the customer's insulin pump was exposed to water and subsequently developed a crack on the battery tube side. As a result, a pump error occurred. However, the specific error number is unknown, as the customer is unable to recall it and cannot review it on the pump since the device no longer powers on. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. The trace and history files were successfully downloaded using thump. The pump was monitored, and no blank display or unexpected power/battery alerts were noted during testing. A review of the pump history file shows on 7/5/2025 at 04:42 a pump error 4 alarm was generated. The pump was cut open for visual inspection. Moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, vibrate harness assembly, andd inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The complaint of blank display is not confirmed. Moisture damage is confirmed. Pump error 4 alarm (unidentified alarm) is confirmed due to the moisture damage on the hardware. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.